Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had alarmed ¿no disposable.¿ the settings had been reviewed, the clamp closed, and the alarm silenced. Troubleshooting was performed and the issue persisted. Reservoir volume had been 60 ml with the given of 37 ml and the rate of 4 ml per hour. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.